Event description:
It was reported that a versacross connect laac access solution was selected for use. During the laac procedure, the versacross connect was used through a trusteer sheath for transseptal puncture. After completing the transseptal access, the wire and dilator were removed from the sheath, at which point it was observed that the insulation at the pigtail end of the wire had begun to separate. The timing of when this occurred is unknown. The device was confirmed to be intact during preparation, and the issue was only identified upon retrieval. The procedure was completed without patient complications. The device has been received at boston scientific post market laboratory where it's waiting for analysis.